Manufacturer narrative:
B5: describe event or problem - correction;h2: if follow-up, what type - correction;h6: adverse event problem - correction.

Event description:
The probable cause of the missed alert is either a race condition on app startup which intermittently resets the user¿s customized alert settings to default thresholds and/or an internal database write issue clearing some or all alerts upon app termination.

Event description:
It was reported that no audio output occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl- (B)(4).